Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 alarm (air in tubing) during dwell 3. The cause of the alarm could not be determined during troubleshooting. The patient was advised to disconnect and complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.